Manufacturer narrative:
(B)(4).

Event description:
The receiver data log was reviewed on (B)(6) 2016. The complaint of a loss of connection was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015 to report a loss of connection between the transmitter and smart device that occurred on (B)(6) 2015. Patient's mother also has g5 application on her own phone. Dexcom representative advised patient's mother to uninstall the g5 application on her phone and to have the patient send the follower application invite. Dexcom representative educated the patient's mother on multiple applications running in the background of the smart device. At the time of contact, no injury or medical intervention was reported.